Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the home patient reused a solution bag used in a previous therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) was reusing a solution bag use in a previous therapy. The event was reported during fill one of three on the homechoice (hc). The technical service representative (tsr) assisted the hp to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.